Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer that the flow sensor maybe faulty and provided part ID. The customer replaced the defective flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was determined he defective u1 on the air flow sensor pcba created the air flow accuracy test to fail.

Event description:
The customer reported air flow and oxygen flow accuracy tests failed. There was no patient involvement.